Manufacturer narrative:
(B)(4). Concomitant medical products: item#: unknown, unknown humeral stem; lot#: unknown; item#: unknown, unknown humeral tray; lot#: unknown; item#: unknown, unknown humeral bearing; lot#: unknown; item#: unknown, glenoid baeplate; lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a left shoulder arthroplasty on an unknown date for an unknown reason. Approximately eight (8) years after initial surgery the patient is being considered for a revision procedure due to pain and malposition of implant.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: very little if any native glenoid is present with a large glenoid arthroplasty component described above. No hardware fracture or obvious acute hardware complication. Slightly abnormal location of the glenosphere, slightly superior to what would be expected in the absence glenoid bone resorption. However, otherwise alignment appears relatively normal with normal glenohumeral alignment and no dislocation. Further evaluation is limited secondary to multiple prior surgical interventions without comparative imaging. Root cause remains unchanged from previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h6. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.